Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the plunger push was very hard preventing the insulin from entering the tubing. Customer's blood glucose reading was 122 mg/dl. Nothing further reported.